Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module and three way solenoid valve were found to have water ingress and white powder contamination. The components were replaced to address the issues.